Event description:
I had essure implanted (B)(6) 2009. Began experiencing severe and heavy bleeding for extended time periods. Doctor kept diagnosing as ovarian cysts that were cyclical with menstruation. Doctor prescribed birth control pills. Began having pelvic and back pains (mild) that were dismissed. Changed medical practices. A hydro-ablation was performed to decrease the amount of bleeding. Symptoms of lethargy, hair loss, weight gain, joint pains, migraines, and other issues began increasing with the pelvic pain and back pain continuing. My blood pressure began increasing with no apparent cause. On (B)(6) 2013 I was taken to the emergency room with a migraine and dizziness. A CT scan and lumbar puncture were performed. The results showed no brain bleeds but no apparent cause for the pain. The doctor that performed the ablation had since left the practice so I saw another doctor in the same practice. Doctor originally thought I was having a uterine infection as a result of the ablation (which was performed over a year earlier, (B)(6)2012). An antibiotic was prescribed to which I had an allergic reaction. Blood tests and an ultrasound were performed. Blood results showed slightly decreased levels of progesterone levels but all other hormones were fine. Ultrasound found my uterus to be quite inflamed. Doctor prescribed a progesterone cream. I have been on the progesterone now for a month and none of the original symptoms have changed. I asked the doctor about the possibility of essure being the cause and she was not receptive to looking into essure as being the root cause for any of my unexplained symptoms.